Event description:
During follow-up, cross talk oversensing was observed in a non-pacemaker dependent patient. Abbott technical support was contacted and confirmed the event. The event was resolved by reprogramming the device. The patient was in stable condition.